Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented to the emergency room after experiencing a vibratory notifier. Upon review, a battery performance alert was observed on the patient's implantable cardioverter defibrillator. On (B)(6) 2018, the patient presented for a device changeout due to the bpa alert. Prior to the procedure, fluoroscopy was performed which noted right ventricular lead externalized conductors. The procedure was cancelled to address both issues at once. On (B)(6) 2018 both the patient's right ventricular lead and device were explanted and replaced. The patient was stable throughout.